Manufacturer narrative:
(B)(6). Correction: the catalog number is 93331; not 90432 as previously reported. This report is filed 18 apr 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.